Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16110. It was reported that a day after the implant procedure, rv lead dislodgement was observed. It was unable to remove the lead from the device header. The device and lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.